Event description:
The patient fell on her tailbone and subsequently felt her stimulation change location. A CT scan confirmed that the lead migrated. The patient outcome is unknown. Further information is being requested from the hcp.